Event description:
The user facility reported the irrigation stopped at times during surgery. This was experienced during both phaco and I/a. These incidents caused corneal burns in two of the patients. Additional information: phaco burn required sutures placed and wounds were closed. Patients are doing fine at this time.

Manufacturer narrative:
Evaluation completed: vfm02124 was received and evaluated. The module was tested in phaco mode for eight days for 1 hour in the morning and afternoon. All irrigation and aspiration functions were normal during testing. Visual inspection of the internal components found no abnormalities. The module met all operational requirements during functional testing. The reported problem could not be duplicated.